Manufacturer narrative:
Corrected data: section h4 was updated from 01apr2004 to 01apr2014.

Manufacturer narrative:
Device evaluation by manufacturer: a distributor engineer visited the customer to address the reported event. The distributor engineer found a broken needle and resolved the complaint by replacing the sample needle. The aia-360 analyzer is operational. There was no further action required by distributor engineer a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4) there were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7-1: list of error messages states the following. [4020] spec. Z-axis home overrun is generated when the specimen z-axis motor overran on the home side. Operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to faulty sample needle.

Event description:
A customer reported getting error message 4020 "spec. Z-axis home overrun"on the aia-360 analyzer. A distributor engineer was dispatched to address the reported event, which resulted in a delay of estradiol (e2), intact parathyroid hormone (ipth), prolactin (prl), progesterone ii (prog ii) and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.